Event description:
It was reported that the programmer had a printer malfunction. It was further reported that the programmer was unable to toggle from the analyzer to the device screen, and that the programmer would stall during interrogation, that it was unable to interrogate without turning the programmer off and back on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: evaluation summary: the programmer was returned and analysis confirmed the customer comment of a printer malfunction, and the printer was replaced. Analysis also confirmed the customer comment that the programmer was unable to toggle from the analyzer to the device screen and that the programmer would stall during interrogation. The hard disk drive was replaced and imaged and current software was loaded. Analysis confirmed the customer comment that the programmer was unable to interrogate without turning the programmer off and back on, also that the system had a "overheated" message, attributed to the system fan not being functional so the system fan was replaced. Analysis also found the electrocardiogram (ECG) connector to be extremely loose so it was replaced and the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. The power cord was damaged and the power cord door was replaced. Evaluation summary: the radio frequency (rf) programmer head was returned and analysis found that it tested out of specification electrically. Concomitant medical products: product ID 2067, serial# (B)(4). Product ID 2067, serial# (B)(4). Product ID 229047, serial# (B)(4). (B)(4). (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radio frequency programmer head. Product ID 2067 radio frequency programmer head. Product ID 229047 software analyzer. (B)(4). (B)(6).

Event description:
It was reported that the programmer had a printer malfunction. It was further reported that the programmer was unable to toggle from the analyzer to the device screen, and that the programmer would stall during interrogation, that it was unable to interrogate without turning the programmer off and back on. The programmer was returned for service. No patient complications have been reported as a result of this event.